Event description:
The reported received indicated that when the guidewire was taken out of its protective hoop, the tip of the wire was found fractured. The problem was identified as the wire was being removed from the hoop. There were no anomalies noted in the package and there were no difficulties encountered while removing the wire from the hoop. Consequently, the device was exchanged and the procedure was completed successfully.

Manufacturer narrative:
The product is available for eval; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.